Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak was inconclusive because no sample was returned for evaluation. Based on the description of the reported event, possible contributing factors include sharp instrument contact, tensile damage and material fatigue; however, the lack of a returned sample prevented both confirmation of the reported event and identification of a root cause(s). Consequently, this complaint is inconclusive at this time. No further action is required because the reported event could not be related to a deficiency in product manufacture or deficiency while under correct product use. A lot history review (lhr) of recu2204 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that after what appeared to be a successful insertion, the PICC was flushed and aspirated, when they noticed a lot of air bubbles in the syringe (likely indicating an air leak or hole somewhere in the line). They opened a new kit, replaced the catheter and it was stated everything functioned normally with the second device.